Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The blood glucose was 214 mg/dl at the time of incident and current blood glucose was 302 mg/dl. Customer treated for high blood glucose with injections. Customer went to the pharmacy to get new insulin and then will call back if she wants to trouble shoot the pump at that time. Last night blood glucose ranged between 214 mg/dl, 376 mg/dl, 433 mg/dl, 280 mg/dl and then 302 mg/dl. Two injections of 7 units each with no resolve. The customer has declined to trouble shoot the pump after realizing that the injections should have brought her down and did not. The insulin pump will not be returned for analysis.